Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, while attempting to implant the cage with gentle taps from 2lb mallet, peek part of the cage separated from titanium part. This rendered the device useless; hence, the broken cage was not implanted. There were no patient complications reported as a result of this event.